Manufacturer narrative:
23-apr-2021: no failure could be identified as a result of the investigation.

Event description:
Consumer reported via phone that tampon opened up during removal and separated. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via phone that tampon opened up during removal and separated. No injury reported.